Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was 11.7 mmol/l. The customer mentioned cracks and scratches on the pump. The customer stated that when he uses the act button, sometimes the screen would turn black and return to the home screen. The customer stated that it is hard to read the screen. The insulin pump will not be returned for analysis.